Manufacturer narrative:
Date of submission 03-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 22-mar-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of pump reboot events or power issues. During testing, the pump was able to power on with the returned battery cap but unable to fully tighten. The returned battery cap contact height and width measurements were found to be within specification. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. The battery compartment was found to be cracked from the thread area to the case seal and below the grip pad. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and further evidence of moisture was observed inside the pump on the case brace. The original complaint of an intermittent power issue was unable to be duplicated.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged, the yellow o-ring of the battery cap was visible, the battery cap was unable to properly secure to the pump, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.